Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had ignited while it was used on tissue but there was no impact on the patient or surrounding equipment. An interview was conducted, but the specific usage situation (such as proximity to staple or high oxygen concentration etc.) Was unclear. A new electrode was brought in again, and the procedure was continued. There was no patient injury.

Event description:
According to the reporter, during procedure, the device had ignited while it was used on tissue but there was no impact on the patient or surrounding equipment. The fire was smaller than match flame size. It was almost the same size as a spark. It was only a moment and it disappeared naturally. There was no operating room fire. An interview was conducted, but the specific usage situation (such as proximity to staple or high oxygen concentration etc.) Was unclear. A new electrode was brought in again, and the procedure was continued. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted burn/flame marks on the tip of the electrode. Functional testing found marking on the electrode tip, consistent with burning. No physical damage was observed. The most likely root cause for the flame was build-up of eschar catching flame. Limiting the eschar build-up would reduce the chance of electrode thermal event. It was reported that the device had ignited while it was used on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue build-up on the tip of an active electrode poses a fire hazard, keep the electrode clean and free of all debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.